Event description:
A dist returned battery charger/modem sn (B)(4) and reported that the battery charger displayed an error code while charging a battery.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (error code while charging battery) has been confirmed. Upon investigation, the battery was charger/modem was unable to charge a battery. The cause for the failure was isolated to shorted q1 and q4 transistors on the bedside pca. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective battery charger/modem.